Event description:
It was reported that a user experienced hyperglycemia after dinner while on day two of ilet use, with the device confirmed to be delivering insulin and troubleshooting and education provided during the call; the blood glucose rose to 250 mg/dl and was elevated above 180 mg/dl for approximately two hours without device alerts. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no assistance from others, and no use of back-up therapy or ketone testing. Investigation included review of device performance through on-call assessment and user guidance, confirming insulin delivery and absence of alarms. Investigation of this case revealed no device malfunction and no component failure, with the event attributed to expected glycemic variability during early use and an unclear specific precipitating cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.